Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricle lead exhibited noise episodes. No intervention was performed. There were no patient consequences and the patient will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.